Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The field service engineer (fse) found that the procell filter was loose. The fse corrected the placement of the filter and the system operated within specification. The investigation determined the root cause was the loose weight filter on the tube lifter of the procell bottle identified by the fse.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for prolactin on a cobas 6000 e 601 module. The initial result was 0.1 ng/ul. This result was reported outside of the laboratory. The repeat result was 11.7 ng/ul. The prolactin reagent lot number and expiration date were not provided.